Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 600 mg/dl. It was unknown if the auto mode feature was active at the time of event. The insulin pump alarmed infusion flow block alarm. No further patient complications were reported. Troubleshooting was not performed, the customer will continue the use of device. Frn-mmt-unk-rsvr, unomed set.